Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected an error c-a1 on the integrated electro surgical unit (iesu/erbe) and the customer was unable to use the monopolar energy. The customer checked a few times with another monopolar cable and, tried to reboot the iesu but the issue reoccurred. The customer continued the procedure using a force triad. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted an error 25913 in the system logs. The procedure was completed with no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit was placed on an in-house system and was ran in normal mode. The unit energized and cauterized and all ports recognized instruments. No issues occurred.